Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock for atrial fibrillation (af). No changes or interventions were performed. The patient was in stable condition.